Event description:
It was reported that patient was patient feel the stimulation in a non target area. It was noted that spinal cord stimulator lead had migrated. The patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed and nothing will be return.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: (B)(6), UDI: (B)(4). Product family: scs-linear leads upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: (B)(6), UDI: (B)(4).

Event description:
It was reported that patient was patient feeling the stimulation in a non target area. It was noted that spinal cord stimulator leads had migrated. The patient is experiencing pain and discomfort as well. The patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed and nothing will be returned.

Manufacturer narrative:
Correction to the initial MDR in blocks b5 and h6. Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6). Batch: 7081421 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6). Batch: 7079314 UDI: (B)(4).